Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was not reproduced. Additionally, the electrical contacts were found dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope produced an e315 error code during preparation for use. The procedure was completed using a different scope. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not reproduced. However, water invasion was noted, and was presumed to have been due to the following: the cap has been attached and it has been submerged in water. When the scope is submerged in water or under running water, a load was applied so that the valve of venting connector open with a brush or the like while the scope was immersed. (Refer to service bulletin 150p-q0053) attached the coiled tube to the scope underwater. When installing the water leak test air tube, the scope venting connector or the coiled tube connector was attached with moisture. Deposits on the air valve unit and other foreign material temporarily entered into the check valve causing water to enter without being completely closed. Damage to the water leak test air tube when using the reprocessor, insufficient connection, damage to the packing of the reprocessor or water leak test air tube may cause water to enter the tube and enter the connector during leak detection. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.